Event description:
The patient received two leads with the same lot number. It was reported the patient had lost cervical stimulation, and also felt jolting sensations in both arms. The patient was not using the stimulation. The patient met with the physician and it was determined there was a lead fracture. The patient was to be scheduled for surgical intervention regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.